Event description:
It was reported that this system was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The electrode remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities outside of typical procedure-related induced alterations, which is not considered abnormal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The electrode remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this system was emitting tones and upon interrogation, was discovered to have exhibited a high impedance (hi) alert, indicative of the shock impedance measurements being out of range. Out of range measurements were noted multiple times over the course of the past year. Oversensing of noise was also observed in review of device data. The electrode remains in service and no adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported. The system is expected to be returned back to boston scientific for analysis, this event will be updated upon completion of analysis.